Manufacturer narrative:
This report has been identified as b. Braun medical internal number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: two infusion system ruptures occurred in patients. In both cases, the rupture was caused by accidental traction of the system, resulting in separation of the extension line set and compromising the continuity of intravenous therapy. No injury reported.